Event description:
Customer reports the following: "will not stop buzzing when you turn pump on. Display has a blue screen. After troubleshooting and took device a part the issue display board was found defective, I replaced display board to fix the blue screen and the buzzing noise issue. " reporting due to the referenced error; no harm to patient was reported. More information is needed to complete the investigation.